Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) inspected the module and determined a defective syringe seal for the ion-selective electrode (ise) syringe caused the event. He replaced the syringe seals and sample probe; adjusted the sample probe; decontaminated the ise unit and conditioned the electrodes. He verified the module's performance by mechanism checks, air purges, reagent primes, ise checks, and a precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and cl electrode results from multiple patient samples tested on the cobas 8000 cobas ise module (double). The reporter noted an unusual number of high ion-selective electrode (ise) results prompting the patient sample rerun. The reporter provided two examples of discrepant results: sample 1: the initial na result from the module was 151 mmol/l. The repeat result from another ise module was 140 mmol/l. Sample 2: the initial na result from the module was 154 mmol/l. The repeat result from another ise module was 140 mmol/l. The initial cl result from the module was 122 mmol/l. The repeat result from another ise module was 110 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.